Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Also, a cartridge alarm 1 occurred during load sequence. A cartridge change was performed resolving the issue and resumed insulin delivery.